Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer observed imprecision while using the axsym cmv igg assay. A patient sample generated the following results: negative, positive, and positive. The sample tested positive using behring cmv igg method. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. To investigate the customer concern, customer complaints were reviewed in order to determine if other customers had experienced the issue encountered at the customer site. While an increase in the number of complaints related to patient results was identified, it did not appear to be related to the customer issue (false negative results) while using the reagent lot number in question. Additionally, manufacturing records of the reagent lot were reviewed and did not identify any issues that may have contributed to the customer observation. In order to determine if the reagent lot in question is providing accurate results, calibrations across several axsym instruments were performed and several replicates of in-house panels were tested using the same lot used in the customer laboratory. The panels used were serum based and were utilized to mimic patient samples. All of the materials used for these tests were stored at abbott laboratories. All instrument calibrations and control replicates met specifications. The grand mean value of the panel replicates met the specification limits. Therefore, there is no indication that the performance of the lot of material in question would provide inaccurate results. Patient samples provided by the customer were tested in one replicate of each specimen on an axsym instrument that was calibrated using a kit of axsym cmv igg reagent pack, lot 52593m100, and approved lots of all other assay components. All of the materials used for these tests were stored here at abbott laboratories. All instrument calibrations and control replicates met specifications. Both patient samples provided by the customer tested positive. A specific reason for the discrepant results observed by the customer could not be provided. Based on the investigation performed, the axsym cmv igg assay is performing as intended. This is the final report.